Event description:
It was reported that"on (B)(6) 2023, patients were treated with a central venous catheter. After abdominal puncture, the patient went to the bathroom and accidentally pulled the extension line, this caused the luer hub separation from the extension line. The catheter was immediately removed and replaced with a new one.".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that"on (B)(6) 2023, patients were treated with a central venous catheter. After abdominal puncture, the patient went to the bathroom and accidentally pulled the extension line, this caused the luer hub separation from the extension line. The catheter was immediately removed and replaced with a new one."

Manufacturer narrative:
(B)(4).